Event description:
Per the registry, a male pt with a medical history of previous percutaneous coronary intervention (pci), hypertension at the target lesion in 2003 and a previous coronary bypass graft (CABG), hypertension, hyperlipidemia, past smoking, diabetes mellitus for more than 20 years treated with oral medication, gastroduodenal ulcer and mild liver disease was admitted with stable angina pectoris and a positive stress test. He was currently taking aspirin (80mg), statins and beta-blockers. Upon admission, his blood pressure was 162/70. Ck and troponin levels were less than two times the unl. Plavix and heparin were administered. Angiography revealed the following: the first target vessel (lad) is 3.0mm diameter and the lesion length was 9mm. The lesion had 80% stenosis. The type a restenotic (taxus stent) lesion was readily accessible at the proximal vessel and was not angulated. The focal lesion was a restenosis inside a drug-eluting stent. The second target vessel (rca) is 3.5mm in diameter and the lesion length was 24mm. The lesion had 60% stenosis. The lesion was type a and de novo lesion. The proximal lad lesion was pre-dilated with a 3.0 x 9.0mm balloon at 12 atm. The 3.0 x 13mm cypher select plus was implanted electively at 16 atm with sub-optimal results. The stent was post-dilated with a 3.5 x 10mm balloon at 12 atm, because the stent was not fully implanted. The final stenosis was 0%. The rca lesion was not pre-dilated. The 3.5 x 28mm cypher select plus was implanted electively at 12 atm with sub-optimal results. The stent was post-dilated with a 4.5 x 15 balloon at 10 atm, because the stent was not fully implanted.

Manufacturer narrative:
During the procedure, the following adverse event occurred: the 3.5 x 28mm cypher stent was inflated for 51 seconds at 12 atm in distal rca. During this inflation, st elevation was noted on the cardiac monitor and the pt complained of chest pain, hypotension and bradycardia. Atropine 1mg IV push given. The pt stabilized. The event resolved without sequelae. The pt was discharged the same day of the procedure. Medications at discharge include aspirin (325mg) permanently, clopidogrel (75mg) for 12 months, statins and beta-blockers. During the one-month follow up, the pt was asymptomatic. Ongoing medications include aspirin, clopidogrel, statins and beta-blockers. Select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.